Event description:
This is filed to report adverse patient effects other than death and device malfunctions. It was reported through a post market clinical follow up (pmcf) evaluation report identifying the proglide vessel closure device that may be related to the following adverse patient effects: death, hematoma, occlusion, pseudoaneurysm, access site bleeding, infection, fistula, embolism, and edema, with medication administration, blood transfusion, intervention and surgical intervention performed as treatment. Off-label use of only 1 proglide device used during pre-close technique when closing with a sheath size greater than 8fr was reported.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effects of hematoma, occlusion, pseudoaneurysm, hemorrhage, unspecified infection, fistula and embolism and are listed in the electronic perclose proglide instructions for use (IFU) as potential adverse events of use of the device. Single device placement was reported with a sheath greater than 8f. It should be noted that the electronic proglide IFU states: for arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the case information, a conclusive cause for the reported patient effects of hematoma, occlusion, pseudoaneurysm, hemorrhage, unspecified infection, fistula, embolism and edema, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code clarifier: 1494 indication for use. The additional patient deaths and devices reported in the pmcf are captured under separate medwatch reports. B3: date of event: estimated. D4: the UDI is not known as the part and lot number were not provided.